Event description:
It was reported that prior to starting a da vinci si surgical procedure, a wire was loose at the wrist of the prograsp forceps instrument. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a loose wire. One grip close cable was loose at the distal idlers. The idler pulley spun freely and was not damaged. The clamping pulley screws were found to be secured but a grip cable was broken by the clamping pulley which caused the loose wire to show at the idler. Additional findings were corroded clamping pulleys. Multiple clamping pulleys exhibited corrosion around the bottom of the pulley. The failure may be cleaning related. Lastly, scratches on maintube were found. The distal end of main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Damage is likely due to mishandling. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.